Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not functioning properly, and got stuck on a screen. Troubleshooting steps were taken to resolve the issue including unplugging the programmer from the alternating current (ac) power, removing the battery, plugging the programmer back into the ac power and turning the programmer back on. The programmer remains in use. No patient complications have been reported as a result of this event.